Event description:
On 3/9/2023, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii anchor would not deploy. The surgeon attempted to deploy the anchor again, but it would not work correctly. This was discovered during a procedure on (B)(6) 2023 and completed using another ar-4501 meniscal cinch ii. Additional information received on 3/29/2023: during the meniscal repair procedure, the ar-4501 meniscal cinch ii would not deploy the second anchor. Surgeon removed the first anchor and another ar-4501 meniscal cinch ii was used to complete the case. Nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual inspection, it was noted the cannula was broken off. It was also noted that the first and second anchor was returned attached to the suture that was not deployed from the device. Upon visual inspection of the anchors, the first anchor was broken. The broken cannula was determined to be caused by misuse by the user by using prying/leveraging forces with the device. The cause of the broken implant could not be determined. Upon functional testing, it was noted that the first and second anchors could not be deployed due to the broken cannula.